Event description:
It was reported that an 840 ventilator had an error code kb0018 (vent inop). The ventilator was not on a patient at the time of the event. The engineers did atg and atc (extended self test and short self test), and the ventilator worked right. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Incorrect report was provided by the covidien service engineer. Corrections have been made to sections.

Event description:
It was reported that an, 840 ventilator generated error codes which rendered the ventilator inoperable condition. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and was not able to duplicate the reported issue. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.